Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed up with customer and was informed that the issue has been resolved. The instrument was performing within specifications. No further information was provided by the customer. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-600 operator's manual under chapter 8: troubleshooting indicates all mechanical errors are associated with a particular system, operation, or communication function. Errors requiring solutions beyond the scope of the operator should be referred to tosoh bioscience, inc. Technical service. All recurring mechanical errors should be reported to tosoh bioscience technical service. The most probable cause of the reported issue is unknown.

Event description:
On (B)(6) 2017 a customer reported the aia-600ii instrument is skipping a row of tips and indicates that the tray is empty. Customer also reported that the even though the diluent is full, it resets to "0", not allowing to run quality controls over 400 without resetting the hcg (human chorionic gonadotropin) diluent. The customer is unable to run patient samples on e2 (estradiol), prog (progesterone), prl (prolactin), and bhcg (beta human chorionic gonadotropin). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, prog, prl, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.